Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the videoscope had foreign objects on the surface of the objective lens and a white foreign body near the forceps mouth. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional information: h4 per customer responses to questions regarding their device reprocessing, there were no identified deviations from the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, the component analysis revealed that the foreign substance was an organic silicone derived from the drug, however, the root cause of the foreign substance residue could not be determined. Olympus will continue to monitor field performance for this device.